Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive down arrow button due to flattened dome switch. No frozen screens noted during testing.

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.